Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: the returned cre rx dilatation balloon was analyzed, and a visual inspection found no problem with the device. Functional inspection was performed, the balloon was inflated, and it was able to hold the pressure without any problem. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The device returned has no visible problem, and after a functional inspection the balloon was able to be inflated and maintain its pressure without any problem. Therefore, the most probable root cause is an no problem detected. Block h12 (correction): block g1 (MFR site address 1 and MFR site address 2) have been updated.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was used in the papilla during an endoscopic papillary balloon dilatation (epbd) procedure performed for the treatment of common bile duct stone on (B)(6) 2024. During the procedure, an attempt was made to dilate the papilla by performing inflation, the balloon ruptured, and the dilation could not be performed. The procedure was completed with another cre rx dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was used in the papilla during an endoscopic papillary balloon dilatation (epbd) procedure performed for the treatment of common bile duct stone on (B)(6) 2024. During the procedure, an attempt was made to dilate the papilla by performing inflation, the balloon ruptured, and the dilation could not be performed. The procedure was completed with another cre rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0402 captures the reportable event of a balloon burst.